Event description:
Additional information received indicates recurring issue of post-paced t-wave oversensing on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue.

Event description:
Additional information received notes that programming changes were performed to resolve the issue. The patient condition was stable before, during, and after.

Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. There were no patient consequences.